Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received in good physical condition. The event history log (ehl) was reviewed and there was a cassette not attached properly alarm. A cassette was attached and the reported issue was able to be duplicated. While releasing a cassette, the error alarmed when the latch is in upwards position. The reported alarm is evident multiple times in the ehl. The faulty latch / lock optic flex will be replaced to resolve the issue. The cause of the issue was unable to be determined.

Event description:
Information received a smiths medical cadd solis vip 2120 device alarming cassette not attached properly. No patient adverse events reported.